Event description:
The patient has horrible pain in his feet, leg and back. He was in severe pain all the time and the device does not provide relief. It was noted that he was currently traveling to a facility for his blood clots. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37092, lot# 271910001, implanted: (B)(6) 2011. Product type: accessory: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).